Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2016 with the following findings: during investigation, the pump was powered on and revealed that the display was dim with discolored text.

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/23/2016.